Event description:
Re-occurring problem with medtronic minimed 780g with guardian 4 sensor. As of 6 days ((B)(6) 2025) my insulin pump and cmg sensor have failed. Medtronic has failed to identify the issue. All have been replaced and same issues are occurring (causing unregulated bg levels). I was told on (B)(6) 2025 not to use my insulin pump. Pump, transmitter and sensors were replaced with (factory) new equipment. No change. They have identified the issue as sensor, transmitter, and pump issues. Also, they claimed 24 hr. Assistance and are not responding to my contact inquires as of (B)(6) 2025. They are claiming high call volumes. I am currently using a system that is not operating as specified. As my background allows me to overcome these hardships, it will not be the same for the general public. I feel this is a direct hardship for me as a patient and direct threat to life and health to the general public. Also, I believe they may be committing fraud against the health insurance companies by not reporting internal issues and continuous billing to them. I will contact my health insurance as soon as possible to report them. Point, I have an insulin pump with a cgm that is not working as described and have had little support from the medtronic company. They have not been transparent with me on the issues. A note all calls to tech support are recorded. My name is (B)(6), medtronic account #713970, dob (B)(6) 1973, add: (B)(6) phn# (B)(6). My blood glucose has been varied from below 50 to over 350 for the duration of my issue. The equipment is failed and not operating as described and could be at a cost of life and health for the general public. Pt codes: 1905, 1912. Device codes: 3023, 1670. Ref report: mw5181771.